Manufacturer narrative:
The sample has been returned to arrow. Eval of the sample found that there was a partial sheath separation. The cause may be due to inadequate strain-relief molding during the mfg operation.